Manufacturer narrative:
The customer received a replacement glidescope avl video baton 1-2. The video baton was returned to verathon for evaluation. The technical service representative could not duplicate the reported loss of image. Since the video baton was replaced for the customer the returned video baton was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would cut out intermittently. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.